Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue of the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) turning without resistance was unable to be confirmed through this evaluation. Additionally, damage to the cuff lock latch arm was also confirmed. (B)(6) was returned assembled with the pump cable intact and with a cap over the distal end of the pump cable. The sealed outflow graft, outflow graft bend relief, apical cuff, and modular cable were not returned. The cuff lock was disengaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Initial visual inspection of the cuff lock found that the latch arm was observed to be bent upward. Dimensional analysis of the cuff lock confirmed that the locking arms were within specification. Additionally, measurement of the distance between the pins on each end of the locking arms was inside of the drawing specification. The latch arm was bent pack into plane with the rest of the cuff lock so that the pump could be reassembled with a test apical cuff. The test apical cuff rotated with a similar amount of resistance when compared to a test pump. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. No notable events were observed. The lvad log files appeared to capture the pump operating as intended. The device was cleaned, rebuilt, and functionally tested under load conditions. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, is currently available. Section 5 of the IFU, under ¿surgical procedures", provides instructions on proper engagement and locking of the apical cuff using the slide lock mechanism. This section also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. Additionally, this section states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implantation, when the heart was stopped on cardioplegia, the surgeon inserted the pump into the apical cuff and the pump was able to turn without resistance. The apical cuff was disconnected from the pump and then reinserted again, but it was still able to turn. The pump was then exchanged and the slide lock on the pump was difficult to disconnect from the apical cuff. A new pump was inserted and in the apical cuff and this pump was also able to turn without resistance. It was decided to leave the pump inserted to see if it would work when the heart was full and beating with bleeding. The pump was started and there were no bleeding issues with air. The pump worked okay, and the patient was unaffected.